Event description:
It was reported that on (B)(6) 2023, around 0400, an over infusion event occurred that was allegedly "related to a platen that broke at the upper hinge." It was reported by the hospital's biomed that the pump was "likely dropped, but was unable to confirm this." During customer's own testing, it was observed "a couple drops from the drip chamber and then fluid streaming through the drip chamber." When the biomed opened the pump door again after testing, they ¿heard the hinge break all the way¿. It was reported that the biomed serviced the pump and disposed of the affected platen. This was reported to bd associate during their site visit. There was patient involvement but no harm. The bd team discussed sequestering devices and tubing for root cause analysis at bd when this type of event occurs. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no further details were given." No additional information was provided to bd and no sample was returned. Bd received additional information from customer (risk manager): it was reported that the nurse set the pump at a rate of 125ml/hr. With a volume to be infused of 800ml. When the nurse checked on the patient approximately an hour later, the entire bag was found empty. From there, the equipment was sequestered and relayed to the hospital's clinical engineering. Although requested, the customer stated that the devices will not be returned to bd for investigation.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.